Event description:
It was reported by the customer that a pyxis anesthesia es system had a failed pocket. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer checked the station and found no issue, cleaned the portal and tray, and reseated all connectors on the mini-board. The system functioned as intended after the field service engineer troubleshot the device.